Event description:
It was reported that the customer had an urgent care visit due to his high blood glucose. Troubleshooting was performed. The time and date were incorrect. Assisted the caller with correcting them. The basal rates and bolus wizard settings were correct. Reviewed the bolus history and found that he customer has not been bolusing since the insulin pump has been off. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.